Event description:
It was reported that the weld broke on back left cross bar if standing in 65851b rollator. Weld is broken about a 1/4 inch where cross bar goes up in the tube. Customer sat down and heard and felt the bar snap. Dealer states customer received (B)(6) 2013. And purchased from independence medical about 6-9 months before sale.